Manufacturer narrative:
The phaco handpiece was returned and during functional testing, the phaco handpiece exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature, system message (sm) [tune failed ¿ loose tip] and/or sm [u/s hp failure - handpiece voltage low (short circuit)]. A closed electrical circuit was confirmed using a resistance test box. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phaco handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phaco handpiece assembly was identified as a contributing factor. Manufacturing review confirms that this phaco handpiece was manufactured after august 2019, which is in alignment with the scope identified in the internal investigation. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. An internal investigation has been opened to address this issue. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the phacoemulsification handpiece had very little to no phaco power during surgery. Procedure details have not been provided. Additional information has been requested but not received.